Event description:
It was reported that a shaft break occurred. Vascular access was obtained via a right artery. A percutaneous coronary intervention (pci) was performed on an 85% stenosed, de novo, with a greater than or equal to 45 degree bend, concentric shape, located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. A 10mm x 2.75mm wolverine cutting balloon was advanced to the target lesion, but difficulty advancing occurred. While crossing the lesion, a kink was observed. While attempting to advance the device further, a shaft break occurred at the point of where the device was held. The device was removed and the procedure was completed without a cutting balloon. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.